Event description:
It was reported that the xenon light source was not communicating with the scope and the screen turned black. The issue was identified during device inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.